Event description:
Disabling pain at surgical site where hip abductor tendon repair was done. Skin surface erupts with occasional red streaks and is always a tender to the touch. Pain at rest. Joint feels unstable and has led to falls and injuries. Documented nickel allergy, screws have trace amount. Not clear if I am having a reaction or if it is caused by something else. Extensive imaging ruled out other reasons. Extraordinarily expensive process and painful. Drs are divided on opinion, patient left in the middle to sort out cause. Worried about nickel allergy as reason. Thanks. FDA safety report ID #(B)(4).